Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi diamondback orbital atherectomy device (oad), a dissection occurred. The target lesion was located in the mid left anterior descending artery (lad) and was treated with two passes of the oad at low speed. Following atherectomy treatment, imaging was performed and a type c dissection was noted. A drug eluting stent was placed to resolve the dissection and the patient condition was good following the procedure.